Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that they used both buttons on the hst iii system (3.8mm) delivery device with two fingers to use the heartstring product during the off-pump CABG surgery, and then pushed the top of the handle. However, it did not advance normally, so he tried twice again, but it did not advance normally. After the medical staff decided that there was a problem with the product, they pulled the top of the handle to do a defect test, but the seal was caught in the holder and did not come out. The medical staff on site decided that there was a problem with the product, so they performed the surgery using a new product, and the surgery was successfully completed. There was a delay of about 7-10 minutes. There were no effects to the patient. Ry was successfully completed. There was a delay of about 7-10 minutes. There were no effects to the patient.

Manufacturer narrative:
(B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field: d1 the device was returned to the factory for evaluation on 07/18/2025. Photographs were provided by the account. A photographic evaluation was conducted. Product information was observed. Signs of clinical use and no evidence of blood was observed. The delivery device was observed outside the loading device. The white plunger was partially observed in the photograph. The blue safety lock was not observed in the photograph. The seal was observed in the loading device body. An investigation was conducted on (B)(6) 2025. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock off, which allows for the white plunger to be depressed. The intact seal and tension spring assembly was observed inside the loading device window. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. The tension spring assembly became detached from the intact seal during removed from the loading device. No visual defects were observed on the intact seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.197 inches; the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results, the reported failure "activation problem" was not confirmed, however the analyzed failure "fitting problem" was observed. The lot # 3000409619 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.